Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient had the artificial urinary sphincter revised as following the initial implant the patient continued to experience incontinence. New connections were made as the physician did not feel they were crimped correctly. No further complications were reported.